Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold and increased impedance. X-ray imaging revealed broken conductor wires. The pacing/sensing portion of the lead was capped and replaced on (B)(6) 2026. There were no patient consequences.